Event description:
Customer reported took several fluoro shoots and went to take another exposure with no fluoro. Customer noticed that c-arm rebooted itself with squares on vfd. Also that the collimator iris had closed itself completely closed. Customer reboot machine and was able to complete case.

Manufacturer narrative:
Svc rep could not reproduce problems. Replaced ps1. Verified voltage at 5.1 vdc at ffb card edge. Verified sys functions. Sys operates as intended.